Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional information: d10.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06814. Related manufacturer reference number: 2938836-2020-06815. It was reported that the patient presented with a pocket infection. It was noted that the lead was out of the pocket. The pacing system was expanded. The patient will be treated with antibiotics. The physician did not allege the products caused the infection. He believes it was due to catheterization. The patient was stable.